Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a number of corroded parts were confirmed in the device and the internal printed circuit board (pcb) was damaged, this event could have been caused by internal corrosion. This may have resulted in the occurrence of the of the no images event due to temporary shorts caused by moisture attached to the substrates. The event can be detected/prevented by following the instructions for use (IFU) which state: "when inserting or pulling out a device, ensure that the tip of the device is closed or retracted into the sheath and then insert and remove the device straight and slowly into the slit of the disposable forceps plug. Disposable forceps plugs or forceps channels may be broken, resulting in dislodgement of debris. It may also injure the body cavity." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the instrument tube. Also, evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the insulation resistance value did not meet the standard value due to damage on the acoustic lens, the insulation resistance between connectors did not reach the standard value due to the damage on the cover of the ultrasonic cable, switch #1 did not work due to corrosion, the control unit, scope connector, ultrasonic connector and universal cord were corroded due to water leakage, and the scope ID was not displayed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the channel of the evis eus ultrasound bronchofibervideoscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an e315 unsupported scope error message was displayed due to corrosion on the endoscope connector. The report is being submitted due to error message found during evaluation.

Event description:
Additional information received from the customer reported it was unknown when the failure occurred, but it was likely in the works. The procedure was a diagnostic endobronchial ultrasound guided transbronchial needle aspiration. It was unknown if the procedure was delayed. The procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.